Event description:
The pt underwent CABG with placement of the lima to the lad and svgs with connectors to the rca and om. One hundred and fifty-three days postoperatively, the patient had a non-q-wave mi. The svg-rca was 70% stenosed at the connector and 90% stenosed at the distal anastomosis. Stents were placed.